Event description:
Customer reported waking and passing out. Paramedics were called and using the pt's meter and received a reading of 109 mg/dl. The paramedics then immediately used their meter and received a reading of 20 mg/dl. Customer was transported to the emergency room. No diagnosis was reported but the customer was given IV glucose. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation. A final report will be submitted when investigation results are available.